Manufacturer narrative:
The investigation conducted by field service engineering confirmed that unexpected set up joint movement experienced by the customer was associated with the endoscopic camera manipulator (ecm). The ecm is the camera arm located on the pt side cart which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. The field service engineer performed a clutch move of the ecm set up joint which cleared the system error message. As of 2008, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci surgical procedure, the customer experienced unexpected set up joint movement on the endoscopic camera manipulator (ecm) arm. An isi technical support engineer attempted to assist the customer, however, the surgeon decided to convert the procedure to traditional open surgical technique to complete the planned procedure. No pt harm was reported.